Manufacturer narrative:
The field service engineer performed full preventive service maintenance, including repair and replacement of the sample probe syringe seals and the vacuum diaphragms. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine plus ver.2 results for four patient samples tested on the cobas 8000 c702 module. Patient sample 1: the initial result was <5 umol/l. The repeat result was 64 umol/l. Patient sample 2: the initial result was <5 umol/l. The repeat result was 76 umol/l. Patient sample 3: the initial result was <5 umol/l. The repeat result was 92 umol/l. Patient sample 4: the initial result was <5 umol/l. The repeat result was 73 umol/l. The initial results were deemed low, prompting the rerun. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 916764. The expiration date was requested but not provided. The investigation is ongoing.